Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "when the nurse was collecting blood for the patient, she found that the np shield of blood collection needle was loose when installing blood collection needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose non-patient shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "when the nurse was collecting blood for the patient, she found that the np shield of blood collection needle was loose when installing blood collection needle."